Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurx bifurcated stent graft and limbs were placed used to treat an aneurysm above a previously placed open tube graft. The right hypogastric artery was coiled and the limb extended into the right external. It was reported that there appeared to be a 24mm flared limb in the left common iliac artery. It was reported that a follow-up CT (exact date is unknown) showed that distal to the limb was a 3cm aneurysm that had developed due to disease progression. The limb is approximately 45mm above the hypogastric. The left hypogastric artery was embolized and the physician extended the stent graft from the flow divider down into the external iliac artery and the pseudoaneurysm was excluded. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).